Event description:
(B)(6)contacted technical services for egm review of non-sustained rv episodes. Doctor states he sees the alerts but he cannot find the egms. Tse advised to have the patient send a transmissions since there are no actual egms or transmissions that can be reviewed. No patient's symptoms were reported. Patient's weight is unknown.